Event description:
Acyclovir 800mg/ 167ml d5w, ready med 157 ml/hr every 8 hours, ready med ran into patient about half of volume about 1 1/2 hrs. Problem occurred six times. When patient disconnected drug dribble in sink extremely slow. No problem with patient flushing double lumen PICC line with saline before and after. Drug kept at room temperature by patient.